Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The presenting data shows 100% pacing at a rate of 60ppm in the atrium, right ventricle (rv) and left ventricle (lv). A review of the stored data did not identify any rv or lv rates in the 30-39bpm range. There were some atrial beats in that range; however, that may be due to timing from bi-ventricular pacing and premature ventricular contractions (pvc). Diagnostics were within normal limits. Threshold measurments cannot be evaluated with consult. The consultant stated the patient could follow up for further testing if device function is in question.

Event description:
Boston scientific received information that this patient was having a transfusion and experienced dizziness due to a heart rate of 30bpm. The patient was sent to the emergency room and patient evaluation noted a bigeminal type rhythm and questionable pacing spikes. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion and returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being processed to due additional information and product evaluation.